Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post sensed t wave oversensing. It was noted that the oversensing led to ventricular fibrillation followed by therapy. Device was explanted and replaced on (B)(6) 2019 as it was reaching end of life. Patient was stable. Related manufacturer reference number: 2938836-2019-05399.